Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. In this case, based on the reported information, the reported material separation resulting in unexpected medical intervention and foreign body in the patient appear to be due to circumstances of the procedure. It likely that the tip of barewire became stuck within the lesion during advancement resulting in separation. As a result, attempts to snare the separated piece were unsuccessful and the separated tip remains in the artery. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
User facility medwatch report [mw5157638] received that states: during a lower extremity angiogram/angioplasty, the emboshield nav6 radiopaque wire tip became lodged in the vessel. Wire tip became detached and was sitting in the distal tibial artery. Multiple attempts were made to snare and retrieve the wire tip unsuccessfully. Wire tip was unintentionally retained. It was reported that the procedure was to treat a lesion in the left posterior tibial artery. The bare wire and emboshield nav 6 embolic protection system were advanced. The tip of the bare wire separated and dislodged in the distal tibial artery. Attempts to snare the separated piece were unsuccessful, therefore the separated tip remains in the artery as it is unrecoverable. There was no reported patient sequela. No additional information was provided.